Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope had a clogged channel and nozzle. Inspection and testing of the returned device found that there was foreign material exiting the air/water nozzle due to insufficient cleaning. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the suction cylinder was discolored, the scope connector cover unit was scratched, the scope connector case was scratched, the light guide cover glass was scratched, watertightness was lost due to a pinhole on the bending section rubber, the insulation resistance at the distal end did not meet standards due to a pinhole on the bending section rubber, there was no water flow due to clogging of the nozzle, foreign material was coming out of the distal end due to clogging of the air/water channel, the connecting tube had a cut, the adhesive around the light guide lens had wear, the adhesive around the objective lens had wear, and there was corrosion around the lever arm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.